Manufacturer narrative:
Medical device: c4tr01 crt-p and 429678 lead implanted: (B)(6) 2016.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited p-wave undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.